Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17722067) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an evar procedure, the radiopaque marker bands detached from a supertorque (cath mb 5f pig 110cm 6sh) while the device was being withdrawn for the first time. The catheter was being removed normally and smoothly and simply the marks were loosening. The device was replaced with an unknown device to complete the procedure. There was no patient injury reported. The device was clinically used and will be returned for analysis.

Manufacturer narrative:
As reported, during an endovascular aneurysm repair (evar) procedure, the radiopaque marker bands detached from a supertorque (cath mb 5f pig 110cm 6sh) while the device was being withdrawn for the first time. The catheter was being removed normally and smoothly, and simply the marks were loosening. The device was replaced with an unknown device to complete the procedure. There was no patient injury reported. The device was clinically used. Multiple attempts to obtain additional information were made without success. One picture of a seemingly cath mb 5f pig 110cm 6sh was received for analysis. The actual device was not received for analysis. Per picture analysis, several marker bands are observed dislodged from the original position. No other anomalies were observed. A product history record (phr) review of lot 17722067 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿marker band-dislodged¿ was confirmed since per picture¿s visual analysis, the marker bands could be observed dislodged from original position. However, the cause of the dislodged condition reported by the customer cannot be conclusively determined based on the information provided and the attached picture¿s visual analysis review. According to the instructions for use (IFU), although not intended as a mitigation, ¿failure to observe these instructions may result in damage, breakage, or separation of the catheter or the markerbands, which may necessitate additional intervention. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Dislodgement of the marker bands into the vascular system can result in additional intervention, embolism, thrombosis or other vascular complications. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal.¿ vessel characteristics, although not provided, and procedural/handling factors may have contributed to the reported event. Neither the phr review nor the information available or picture analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive actions will be taken at this time. Corrected data: section d10: device available for evaluation